Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 5.0 for mechanical circulatory support. After multiple attempts to place the impella, they physician was unable to insert the device due to the patient vasculature. The device was removed and replaced with an impella cp. No further information is available.